Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 49 mg/dl while sleeping. Customer suspects low bg due to miscalculating carbohydrates for a bolus. Reportedly, bg resolved on its own, and the customer woke up with a bg level of 81 mg/dl.